Event description:
Patient stated that his v-go are falling off from his abdomen since he has been using them. Patient said that v-go's are falling off because due his excessive sweating because he is building something at home.